Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Other - at this time, the suspect device has not been received for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire field service representative (fsr) went on-site to evaluate the suspected device. The was able to confirm the reported issue and found the most likely cause is the main pcb. The fsr ordered and installed the replacement main pcb to complete service visit.